Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure with placement of a 2.5 x 28 mm xience alpine stent in the mid left anterior descending artery. During implantation of the xience alpine stent, a small proximal edge dissection occurred and was treated with implantation of a 3.0 x 8 mm xience alpine, resolving the event. One day post procedure, the patient's cardiac enzymes were elevated less than 5 times the normal upper limit. No treatment was provided and the patient was discharged. No additional information was requested.

Manufacturer narrative:
(B)(4). Relevant tests/laboratory data, including dates: (B)(6) 2014 (04:35): ck-mb=3.80 ng/ml, normal upper limit 4.07 ng/ml; (B)(6) 2014 (12:10): ck=136 u/l, normal upper limit 170 u/l; (b)(64) 2014 (12:10): ck-mb=6.81 ng/ml, normal upper limit 4.07 ng/ml. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use, is a known patient effect that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.